Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had frozen image. The procedure was completed successfully and no patient harm was reported as a result of this event.

Manufacturer narrative:
Alleged failure: it was reported that the video on the monitors froze on two occasions during a procedure. Video output froze on both of the connected monitors at the same time. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: it is hard to determine the cause of this failure based on the information given by the customer since we were not able to replicate it in house. The most likely causes of the issue could be the settings or customer preference. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had frozen image. The procedure was completed successfully and no patient harm was reported as a result of this event.